Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, percutaneous coronary intervention (pci) was performed with the placement of a stent. Six days following the implant of the valve, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the complete heart block (chb) occurred six days following the implant of the valve and was originally treated with external pacing and medication. The following day the permanent pacemaker was placed for the chb. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: envpro-16, serial/lot #: (B)(6), ubd:28-jun-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that prior to the valve procedure the hemoglobin measured 11.4 g/dl. The baseline hemoglobin was also reported as 6.0 millimoles per liter (mmol/l). During the valve implant procedure, the delivery catheter system (dcs) was accessed via the right femoral artery via a minimal diameter of 6.1 millimeters (mm). The day following the valve implant a hematoma and drop in hemoglobin were observed. The location of the hematoma was not reported. The hematoma required a blood transfusion, the number of units transfused was not known. The lowest hemoglobin was reported as 5.7 mmol/l. The discharge hemoglobin was not documented. These events resulted in hospitalization and were considered resolved three days later with report of the patient in good condition. The hematoma was reported related to the procedure but not related to a medtronic product. The specific cause was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Pt. Identifier: corrected to (B)(6) that was originally submitted on the initial report (2018-10-30). Removed unk that was I ncorrectly reported on the supplemental report submitted on 2018-11-05. Product analysis: the valve remained implanted; thus, no analysis was able to be conducted. A DHR review is not required as the reported event does not indicate a potential manufacturing issue, device misuse or a quality deficiency. Conclusion: the reason for the stent placement was unknown but it could have been an intervention for a coronary occlusion. In the evolut pro instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the valve and it can be attributed to procedural factors, for example, valve positioning, sizing, and technique and/or anatomical factors such as the location of coronaries with respect to the valve and height of ostia. Without angiograms to review and based on the available information, it could not be confirmed that a coronary occlusion occurred and why the stent was placed. The reported complete heart block (chb), six days following the implant of the valve, is a type of conduction disturbance. A conclusive cause for the chb could not be determined. Factors that could impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In the IFU, conduction disturbances are also known potential adverse events which could require, and typically could be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tran scatheter valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the reason for permanent pacemaker implant was due to complete heart block (chb) the reason for stent placement and what may have caused need for stent placement is unknown. If information is provided in the future, a supplemental report will be issued.